Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus representative reported that the customer reprocessed, endoscope reprocessor and accessories with the disinfectant that has expired were used for the patients. There were no reports of patient or user harm associated with this event.

Event description:
Additional event information received from the customer: - the event occurred during set-up and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported scope being reprocessed with expired disinfectant issue could not be determined, however, the issue was likely the result of the user not sufficiently reading the IFU and or did not notice the disinfectant expiration date prior to use. The event can be detected/prevented by following the instructions for use which state: chapter 3 basic operation 3.7 checking the mrc level and entering the check result before starting any of the following processes, be sure to check that the concentration of the disinfectant solution is no less than the minimum recommended concentration (mrc). If the concentration is below the recommended minimum concentration or the shelf life of the disinfectant solution has expired, replace the disinfectant solution. The mrc check result can be recorded with the reprocessor. Warning the use life of the disinfectant solution may vary depending on many factors, including storage conditions, and the temperature of the environment where the reprocessor is installed. Routinely check the concentration of the disinfectant solution with the test strip before performing endoscope disinfection. If this check is not performed, the disinfection process may be ineffective. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Chapter 8 replacement of consumable items 8.2 replacing the disinfectant solution when the disinfectant solution in the reprocessor is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution. Olympus will continue to monitor field performance for this device.